Event description:
On (B)(6) 2014, the reporter contacted animas alleging the patient¿s blood glucose was 1016 mg/dl with an unspecified level of ketones on (B)(6) 2014. It was reported they were hospitalized with an unspecified treatment. It was reported the patient remained on the pump. Troubleshooting to confirm pump settings was unable to be completed. This complaint is being reported because the reported hyperglycemia was attributed to an alleged inaccurate delivery pump issue of unknown cause.

Manufacturer narrative:
The device was returned and evaluated by product analysis on 09/09/2014 with the following findings: the complaint could not be duplicated or confirmed. Review of the pump¿s black box revealed the last bolus occurred on (B)(6) 2014. No related alarms or issues were observed. The total daily dose history correlated appropriately to the programmed basal rate and pump delivery history. Evaluation revealed no damage to the pump¿s keypad or case. Investigation found all keypad buttons and the bolus button responded appropriately. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. A delivery accuracy test found the pump to be accurately delivering. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.